Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, on (B)(6), the surgeon implanted a s2 femur. During the surgery, the universal rod was damaged during reduction maneuvers.